Manufacturer narrative:
(B)(4)

Event description:
Study coordinator contacted dexcom on 05/10/2016 to report that the patient's sensor failed and gaps in data on (B)(6) 2016. The sensor insertion was on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.